Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Visual analysis indicated inner insulation was kinked/buckled. However, the helix electrode was tested, and it fully extended and retracted within 11 turns. Primary finding indicate no anomalies found; lead functionally normal.

Event description:
It was reported, during an implant procedure, several attempts were made to position the lead. Additionally, high resistance/impedance, greater than 4000 ohms, was noted. Consequently, the device was not implanted. No patient complications have been reported as a result of this event.